Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from five years to three and a half years in a span of six months. Data was sent for engineering analysis and analysis showed that power consumption has begun to rise gradually. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from five years to three and a half years in a span of six months. Data was sent for engineering analysis and analysis showed that power consumption has begun to rise gradually. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from five years to three and a half years in a span of six months. Data was sent for engineering analysis and analysis showed that power consumption has begun to rise gradually. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from five years to three and a half years in a span of six months. Data was sent for engineering analysis and analysis showed that power consumption has begun to rise gradually. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This supplemental report is created to capture the correction in h6 device. Codes.